Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However customer fixed the main printed circuit board assembly (pcba) from other working machine into this machine it started to work normally. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that when vela ventilator is turned on, after completing the self-test, the vent shows ventilator inop (inoperable), xdcr (transducer) fault, motor fault & low ve (exhaled minute volume) .